Event description:
The manufacturer received information alleging a patient suffered a flash burn while smoking on a millennium oxygen concentrator. The patient was hospitalized for one day and was released. The device was returned to the manufacturer's service center. The device was evaluated and was found to have no evidence of thermal damage. Product labeling states," do not smoke or allow others to smoke or have open flames near the concentrator when it is in use."